Manufacturer narrative:
Continuation of d10: product ID afapro28 (lot: 26045); product type: 0624-arctic front catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the first two freezes were successful, but during the third freeze, inconsistent flow was observed after 20 seconds, followed by a reduction in flow. Additionally, a system notice was received indicating that the refrigerant delivery path was obstructed. The nitrous oxide (n2o) gas tank was indicated as reaching 3 pounds during the procedure. After replacing the n2o tank, the system notice error continued to occur multiple times. The balloon catheter was replaced which resolved the issue. Additionally, when the first balloon catheter was removed, the physician attempted to use the mapping catheter, which became kinked at the proximal end. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Bin files were returned and analyzed. The reported mapping catheter kink at the proximal end issue could not be assessed through data analysis. The issue is not recorded to the bin files. In conclusion, the reported mapping catheter kink was not observed in the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.